Event description:
The customer contact reported a leak. On an unspecified date, the customer contact reported that an unspecified volume of solution leaked at unspecified location of the tubing of the tubing set. No specific details were provided. No information was provided if the leak occurred during or prior to patient use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of critical therapy. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. Documentation received from the reporter indicate that information on reprocessing of the device was unknown. This report represents all the information known by the reporter upon query by hospira personnel.